Event description:
It was reported that 2 days after the operation, there was an inconsistency of intercorporeal anastomosis. The patient has lost more than 1 liter of blood. Now in dire condition.

Manufacturer narrative:
(B)(4). Batch #: unk. Additional information was requested and the following was provided: -what is meant by ¿inconsistency of intercorporeal anastomosis¿? - bleeding from intracorporeal anastomosis -what was the surgical procedure? - right colectomy with ileocolic mechanical linear stapler anastomosis formation -what were the indications for surgery? - colon carcinoma -what pre-op history did the patient have? - she was treated with enoxaparin sodium 0,4 ml due to covid infection, but 4 days before operation it was cancelled -what anatomical structure was the device used on? - small intestine, bowel -were there any device issues during the initial procedure? - no, there were not -could you please provide a timeline of events? - please see below how were the post-op issues identified and how were they addressed? - the patient was operated on (B)(6) 2022 from 10.30 to 13.30 pm. At about 2.00 am on (B)(6) 2022, she complained of a stool with about 300 ml of blood. Hemostatic therapy was started. (B)(6) 2022 at 16.30 she complained of weakness, stool with blood and low blood pressure. An urgent colonoscopy was performed, and about 700 ml of blood was evacuated from the colon. A blood clot was found on the line of the mechanical linear stapler anastomosis. Local hemostasis was carried out with the liquid medicine. The patient was transfused with a dose of blood and 1000 mg of iron. Then, the postoperative period was uneventful. Patient was discharged on the 7th day. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.